Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], hypocupremia [copper deficiency], extensive nerve damage [nerve injury], severe and permanent physical injuries [injury], tingling in legs, feet, and hands [paraesthesia], numbness in legs, feet, and hands [hypoaesthesia], weakness in legs, feet, and hands [muscular weakness], pain in legs, feet, and hands [pain in extremity], loss of balance [balance disorder], metallic taste in mouth [dysgeusia]. An attorney reported that their elderly male client, now age (B)(6) years, used fixodent denture adhesive, version unk cream, unspecified total daily use beginning 1990 through april 2011 concurrently with super poligrip, unspecified total daily use beginning 1990 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia and extensive nerve damage resulting in tingling in legs, feet, and hands, numbness in legs, feet and hands, weakness in legs, feet, and hands, pain in legs, feet, and hands, loss of balance, and metallic taste in mouth. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided. Dose, frequency and route used: unk, intraoral.